Event description:
Customer collapsed due to dehydration and a severe hypoglycemic coma, dehydration. Patient who was using an innovo (insulin delivery device), novorapid penfill 3 ml (insulin aspart) and protaphane penfill 3 ml (long-acting human insulin), collapsed and was taken to the hospital. Collapse was due to a severe hypoglycemia (value unknown) caused by dehydration. Prior the event the patient had taken a fluid retention tablet. The outcome of the event is unknown. The reporter stated that no further information can be obtained.